Event description:
On (B)(6), 2009, the pt underwent treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6), 2010, the pt underwent a reintervention. An aortic extender component was placed proximally within the previously implanted trunk-ipsilateral leg component which resolved the endoleak. The pt tolerated the procedure. The physician initially suspected a type iii endoleak from a hole or perforation of the graft or a type ii endoleak. The physician concluded it was a type I endoleak. There was no hole or tear of the graft detected.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Type I endoleak. Additional devices also involved in this event include: pxc121200/(B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to: endoleak.